Event description:
On (B)(6) 2008 the patient was implanted with a gore® tag® thoracic endoprosthesis to treat a thoracic aortic aneurysm. The patient was discharged in 2008 with an unknown type I endoleak. The patient was monitored by the physician. On (B)(6) 2015, the physician decided to extend the gore® tag® thoracic endoprosthesis distal with a conformable gore® tag® thoracic endoprosthesis to avoid an aneurysm rupture due to unknown enlargement of the aneurysm sac. After the procedure, no leakage was visible and the type I endoleak was solved. The patient was doing well following the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.